Manufacturer narrative:
(B)(4). The customer returned one psi sheath and 3-way stopcock for analysis. Signs of use in the form of biological material was observed on and within the device. Visual analysis revealed that the sheath sidearm was completely separated from the hemostasis valve body. Indentations were visible on the sidearm extrusion at the point of separation. The sheath sidearm outer diameter (od) measured 0.211", which is within the specification of the sidearm extrusion graphic. The sheath sidearm inner diameter (ID) measured 0.130", which is within the specification of the sidearm extrusion graphic. The smaller and larger od of the hemostasis valve body at the connection site with the sidearm were measured. The larger od, the od of the sharp edge, measured 0.182", which is not within the specification of the hemostasis valve body drawing. The smaller od measured 0.150", which is not within the specification of the hemostasis valve body drawing. Manufacturing was contacted as a part this complaint investigation. They confirmed the defect is due to a known manufacturing issue, and an engineering change order was implemented on 22-july-2024 to increase the tooling dimensions on the hemostasis valve body connection site to improve the connection with the sidearm. Finished good ak-09903-jj, lot 71f23d0812 was manufactured prior to this change. A device history record review was performed and no relevant findings were identified. The sidearm extrusion graphic and hemostasis valve body drawing were reviewed as part of this complaint investigation. The instructions-for-use (IFU) provided with this kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage." The customer report of a sheath sidearm separation was confirmed through complaint investigation of the returned sample. The hemostasis valve body, which connects to the sidearm, failed dimensional testing. The connection site for the sidearm to the body was undersized which could have contributed to the separation of the sidearm. Based on these circumstances, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that:, "when removing the sheath from the patient after use, the sidearm got separated. Removal was completed, no air came into the patient and no injury to the patient occurred due to the separation.".

Event description:
It was reported that:, "when removing the sheath from the patient after use, the sidearm got separated. Removal was completed, no air came into the patient and no injury to the patient occurred due to the separation."

Manufacturer narrative:
(B)(4)